Event description:
Customer reported a cue positive result (cartridge sn:(B)(4)) followed by a canceled result (cartridge sn:(B)(4)) and a negative cue result (cartridge sn:(B)(4)) using cartridge lot 19827a and reader sn:(B)(4). Customer doesn't have any covid symptoms and hasn't been exposed to anyone with covid.

Manufacturer narrative:
Investigation conclusion: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications.to better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.